Event description:
Drug/diluent: levaquin. Fill volume: 150ml and flow rate: 100ml/hr. Procedure: infection treatment. Cathplace: double lumen pick, typically in arm. Drug infused in 55 minutes. No harm to pt. Per dfu : nominal flow rate: 100ml/hr. Nominal fill volume: 400ml. Maximum fill volume: 500ml. The infusion delivery time is approx 1:35 hours when filled to nominal volume and flow rate.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specs prior to release. Info provided indicates the pump was under-filled to 150ml, which does flow faster than a nominally filled pump. The directions for use ((B)(4)) contains a caution statement: filling the pump less than nominal results in faster flow rate. Results: without the actual product, an analysis cannot be conducted. Conclusions: the sample will be evaluated when received and a follow-up report will be filed.